Manufacturer narrative:
Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring and cracked case battery tube . Unable to perform the displacement test and the p-cap/reservoir test due to missing retainer noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was big crack in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.